Manufacturer narrative:
On-site investigation was performed by the field service engineer. The reported issue was reproduced during troubleshooting. According to the information received, issue is still occurs. More information has been requested, however, they have not yet been received. This event occurred on the iraq market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. For d4 unique identifier (UDI) #, primary di number has been used. Provided d4 serial # and h4 device manufacture date, correspond to device involved in the event.

Event description:
It was reported that the compressor's malfunction led to water in servo air gas module. There was no patient harm. Manufacturer's ref. #: (B)(4).